Event description:
It was reported that a balloon rupture occurred. The target lesion was very severe. A 10mmx3.25mm and 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation. It was noted that the balloon ruptured at 6atm. The device was simply removed from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was very severe. A 10mmx3.25mm and 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation. It was noted that the balloon ruptured at 6atm. The device was simply removed from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. Shaft polymer extrusion should no kinks or damages. A detailed microscopic examination of the balloon material identified liquid leaking from a tear located at the site of the proximal marker. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was soaked in a water bath at 37 degrees celsius and was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was observed from a tear noticed from the proximal section of the balloon. The encore inflation device was verified before and after the procedure using a druck gauge. The device was returned to the cis for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. The device was attached to an encore inflation unit and inflated to rbp where a leak was observed at the proximal section of the balloon. No other device issues were identified during returned product analysis.